Event description:
Pt who underwent placement of a 9.5 fr dual lumen groshong catheter in 2005 for chemotherapy administration. Catheter developed leak. Pt returned for surgical removal of leaking catheter and placement of new groshong catheter a week later.